Manufacturer narrative:
It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an in-office visit, there was difficulty interrogating this pacemaker system. Technical services (ts) discussed troubleshooting efforts. Data from the device was successfully read and sent, however, the health care professional (hcp) was still unable to interrogate the device. It was suspected that the device had entered safety mode. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an in-office visit, there was difficulty interrogating this pacemaker system. Technical services (ts) discussed troubleshooting efforts. Data from the device was successfully read and sent, however, the health care professional (hcp) was still unable to interrogate the device. It was suspected that the device had entered safety mode. No adverse patient effects were reported. This pacemaker remains in service.